Event description:
It was reported by the customer's father that the customer was hospitalized for diabetic ketoacidosis and high blood glucose levels. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Reliability analysis (new) unit programmed with a 10.0 u/hr basal rate and monitored in 50 c oven. No excessive "no delivery" alarms noted. Unit had high pumping current due to faulty u7 on m/b. However, passed the 7.2 unit bolus test and occlusion test.